Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the user tried to inflate the balloon but could not put air in. The subject product was discarded by hospital. The procedure was completed with another device. The status of the patient is no problem.